Event description:
It was reported that a patient underwent an initial left total hip arthroplasty. Subsequently, the patient underwent revisionapproximatly 14 years after the initial surgery due to pain, pseudotumor, acetabular protrusio, and elevated metal ions. During the revision, extensive metallosis, scar tissue, and tissue damage were noted in addition to significant bone loss and osteolysis. All components were revised.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. The following sections have been updated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of medical records/radiographs. Review of the available records identified the following: (summarized by hcp) findings: co-cr lab 12.28.18.pdf, titanium <10.0 (wnl), chromium 12.9 (normal <2.1), cobalt 17.3 (normal <0.9) left revision op report.pdf, diagnosis: loose acetabular component, complete abductor loss requiring gluteus maximus transfer, acetabular and femoral bone loss, necessity of explanting femoral component secondary to inability to remove head from the trunnion, acetabular component grossly loose and rotated 10° retroversion, 20° abduction, acetabulum noted to have significant bone loss in the anterior column especially anterior and inferior as well as medial as evident from the acetabular protrusio, posterior column intact, cancellous bone chips and dbx used for acetabular defects, unable to remove femoral head from the trunnion, despite multiple attempts, head was cold-welded to the stem and would not release, decision made to remove stem (see new cmp below), very poor bone quality and poor abductor muscle quality, crp 2.9, negative aspiration cultures, metallosis damaged tissue debrided, pseudotumor excised, all frozen sections returned to be negative for acute inflammation and infection, during rotation of the femur, a pathologic fracture of this greater trochanter was happened secondary to significant osteolysis of the surrounding area from previous metallosis. This was later fixed., all components replaced without further complication, damaged tissue debrided, tendon transfer performed for repair, short external rotators were not able to be repaired due to scarring, ebl 600ml. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum mod hd sz 52mm, pn 157452, ln 203070, m2a-magnum 52-60mm tpr ins std, pn 139268, ln 810490, bi-metric/x por nc 13x145, pn x180313, ln 517600. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2019-00540. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left hip surgery approximately 13 years ago and is experiencing bone damage, tissue loss, metallosis and elevated ion levels. A revision procedure has been indicated; however, no revision has been reported at this time.